Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test, blank display or low battery alerts noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display and failed battery test. The customer's blood glucose level at the time of incident was 199mg/dl. Troubleshoot was conducted and the display returned. The customer continued to receive failed battery test. The customer was advised the pump would be replaced and returned for analysis.